Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter had an "error 5" issue. The patient was unwilling to provide a date/time when the alleged meter issue began. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unknown date/time during the time of concern, the patient developed symptoms of sweating and weakness. The patient administered self-treatment by eating food and/or drinking a beverage. It is not known if the patient was tested on another device. It would have been helpful to know the following information: when the alleged meter issue began, the patients' testing frequency, and her medication regimen. In addition, it would have been helpful to know what date/time the symptoms developed, and what actions the patient took before and after the symptoms developed. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia during the time the alleged meter issue began. It is not clear as to what duration of time the patient was unable to test.